Event description:
Patient reported a right-side rupture. Patient representative reported "scarring and disfigurement, reconstruction, hospitalization, infection, disability, chronic pain, seroma, itching, swelling, capsular contracture, heat sensation, depression, anxiety, ptsd, significant weight loss and weight gain, chronic headaches, pain prior to explant procedure." The device has been explanted. The events of depression, disability, anxiety, significant weight loss and weight gain, headaches, and ptsd are deemed not related to the device.

Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 22/jan/2019 and 22/apr/2019. Device evaluation: visual analysis of the returned device identified: crease flat, broken shell and others, underweight and missing an orientation dot (75-100%) and a piece of shell (0-25%). A microscopic analysis was performed which identified: broken sharp on the posterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on the posterior assessed as unidentified (tear) opening. Missing shell and orientation dot due to inconclusive. Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30016398 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of jan 2020 through dec 2021, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. The reported events of capsular contracture, seroma, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture.